Manufacturer narrative:
This supplemental report is to inform that upon further review this is not a reportable malfunction. After further troubleshooting with the olympus technical assistance center, the customer confirmed that the issue was not with the light source. The issue was with a cf-hq190l colonovideoscope.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the light source displayed an error code b30 (scope communication error) with many series-190 scopes. The customer was not sure if the light source was being powered off between scopes. There were no reports of patient harm.